Event description:
It was reported to medtronic neurosurgery that following the implantation of this valve, the patient has experienced over-drainage resulting in an enlarging epidural collection. According to the report received, the physician has increased the valves performance level setting to 2.5 and wants to know how much fluid will drain through the valve at that level when the patient is upright.

Manufacturer narrative:
The product was not returned. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All of our valves are 100% tested at the time of manufacture.